Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is not receiving stimulation due to high impedance measurements. Reportedly, reprogramming was attempted to no avail. Follow-up identified surgical intervention may be the next course of action to address the issue.